Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their first implantable neurostimulator (ins) was a rechargeable device and it would not charge. The patient stated that the ins was placed too deep, so they were unable to get enough signal to charge it. The patient mentioned that it seemed like a good way to avoid surgery every three years, but it wasn¿t for them. It was noted that they had the ins replaced with a non-rechargeable device, which they expected to last about three years. No patient symptoms were reported and there were no complications. Indication for use is unknown.